Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insulin syringes with bd ultra-fine¿ needle the stopper was misaligned, making the plunger movement difficult and unable to deliver medication. Report 1 of 2. The following was received by the initial reporter: consumer reported, she was able to draw up her insulin but when she tried to take the injection, the "stopper" became stiff and shifted inside the barrel making it difficult to push the plunger rod. Stated, only a small amount of insulin went into the injection site. Stated, the first unit marking on the barrel various between syringes. Stated, she is concerned with drawing up too much or too little insulin due to the inconsistencies with scale markings.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 08-sept-2023 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number for the plunger and the stopper and the 2nd complaint for the reported lot number for the syringe. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that while using the bd insulin syringes with bd ultra-fine¿ needle the stopper was misaligned, making the plunger movement difficult and unable to deliver medication. Report 1of 2. The following was received by the initial reporter: consumer reported, she was able to draw up her insulin but when she tried to take the injection, the "stopper" became stiff and shifted inside the barrell making it difficult to push the plunger rod. Stated, only a small amount of insulin went into the injection site stated, the first unit marking on the barrel various between syringes. Stated, she is concerned with drawing up too much or too little insulin due to the inconsistencies with scale markings.